Manufacturer narrative:
The ge representative spoke to the customer via telephone. The customer disconnected the interconnect cable and reconnected the interconnect cable. The customer was able to boot up the system properly and reported the system was found to be operating as intended.

Event description:
The customer reported the system displayed a communication error and was unable to fluoroscopy xray. No report of patient injury.